Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to sign in to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to sign in to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date upon investigation of this incident, it was determined that the user was unable to sign in, and upon attempting to do so, the station displayed the entire hospital instead of the assigned unit. A technical support specialist (tss) connected with the customer and confirmed that the issue originated from their end. The customer reported that they were able to resolve the problem and granted permission to close the ticket. The system functioned as intended after the customer resolved the issue.